Event description:
Based on the attached 2012 published article: "laser in situ keratomileusis enhancements with the ziemer femto ldv femtosecond laser following previous lasik treatments" the following complication was noted after concerto treatment. Visual acuity was poor and hazy postoperatively. Additional information has been requested. Please refer to the article for additional details.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).